Event description:
It was reported that the lead had increasing and high impedance that triggered the lead integrity alert. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted as three patient alerts for out of tolerance subthreshold lead impedance occurred between (B)(6) 2009 and (B)(6) 2011 02:15:04. The daily pace lead impedance trend data shows a spike increase for rv pace= 1264 to 2576 ohms peak between (B)(6) 2011, then returns to 1088 ohms on (B)(6) 2011.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.